Manufacturer narrative:
H3: product:ke102, visual and optical inspection revealed the tip of the balloon has been damaged. The upper portion of the balloon has been punctured/sliced. This damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for primary osteoporosis (compression fracture -intraspine cleft). It was reported that balloon kyphoplasty (bkp) was performed on two vertebrae, l3 and l5, but the balloon ruptured during the l3 bkp procedure. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received that the procedure was completed successfully.

Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.